Manufacturer narrative:
Analysis could not confirm customer comments, the device passed all bench tests. Device failed menu dial at incoming functional testing. Device passed menu dial ten times on retested. Replaced encoder assembly as preventative measure. Hanger assembly was broken. Upper case was cracked at bosses. Lower case¿s battery drawer was sticky. Main seal was damaged (sticking out). Display wire insulation was pinched, wire insulation not compromised. Display flex tape was pinched, but not compromised. Replaced liquid crystal display as preventative measure. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to sense heart rate correctly when set to maximum sensitivity. There was no patient involvement.